Event description:
The complainant reported that during impella placement, bleeding was observed at the femoral access site. It was reported that the sheath was removed, and manual pressure was held. It was reported that administration of systemic heparin was stopped. Weaning was successful, the device was explanted, and the procedural was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.